Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The unit was able to pass all fa tests on our patient side cart (psc) fixture test platform (pftp) system. The unit was then installed and tested onto the golden system. The unit powered on with multiple communication errors 32097, 25730, 25732, and 32127 in the logs. After replacing the parallelogram fiber cable during troubleshooting, the golden system powered on in normal mode with no errors, passed system tests with no issues and completed 8 power cycles. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a component failure on the universal surgical manipulator (usm). This issue can be resolved by replacing the part.

Event description:
It was reported that prior to the start of a da vinci-assisted distal pancreatectomy surgical procedure, the arm 4 keeps faulting the system out. Technical support engineer (tse) reviewed the logs and found multiple faults for arm 4. Prior to calling in, they tried restarting the system, and it faulted out every time. Tse had them do a hard power cycle of the patient side cart (psc), it faulted again at power up. The customer disabled arm 4 and will proceed with the case with three arms. The procedure was completing as planned with no reported injury.